Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined

Manufacturer narrative:
Does not meet the reportability decision as the lead was not replaced and no issues.

Event description:
Additional information received indicated the left lead was not revised as there was no issue.

Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported patient was experiencing ineffective therapy and x-rays confirmed the leads had migrated. It was reported the patient lost weight, causing the ipg to be superficial. The patient experienced pain due to the issue. Surgical intervention may be pending to address the issue at a later date.